Event description:
It was reported to bsc/target that the dsb detachable silicone balloon deflated after the procedure and went to the m2 segment in the brain. It was used with visipack contrast as isoosmdar liquid. The pt suffered a small stroke, at first there was no speech and no movement of the hand. Speech is now ok, movement better but not perfect. Additional info was received through a co rep on 5/2002: "the case was a tonsillar carcinoma with carotid infiltration. They didn't use other products and the condition of the pt was well before the procedure. They didn't use a second dsb as they usually do, not to have more complications and finally the pt has had an operation with surgery."